Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd. Device #2, 3 and 4 - proglide (part #12673-03; lot #92022-6h), will be filed under separate MFR numbers.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second, third and fourth proglide devices were used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Event description:
The customer reported that an air leak occurred during pt use. No pt harm was reported and a pre-test was done. The customer reported that the doctor stated it leaked between the outer and inner cannula. The pt was recannulated.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. A posterior cuff miss also occurred because the posterior cuff was not engaged to the needle tip. The whole monofilament was returned loose and the needle tip was still attached to the rail end. There was a dent on the needle tip and the posterior cuff tabs were properly bent and undisturbed. The most probable root cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.